Manufacturer narrative:
(B)(4). The customer has indicated that the subject device will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device was unk and therefore a review of the device history record can not be performed. If in the future the actual complaint sample or additional info is provided a follow-up will be submitted. Device discarded - not returned for evaluation.

Event description:
It has been reported to us that a dissection of the vessel was noticed while the aspiration catheter was in place. The pt had an initial angiography which revealed heavy thrombus burden in the circumflex obtuse marginal vessel tortuous distally and about 2.25 - 2.5mm in diameter. The physician inserted a guide wire and placed it into the vessel without issue. The physician inserted the aspiration catheter into the pt's vessel. The physician drew back on the aspiration catheter and aspirated 400 microns of white material, arterial wall. At this time a dissection of the vessel was noted. The physician inserted and successfully placed stent to treat the dissection. The pt is reported to be fine. The actual product was discarded and will not be returned for evaluation.